Event description:
Account alleged that when the hilow is lowered to its lowest position the bed will raise up a couple of inches by itself. No injuries reported.

Manufacturer narrative:
Technician found the trendelenburg switch is failing. The technician replaced the trendelenburg switch to resolve the issue.